Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 11.3 to 11.4cm from the proximal end, consistent with lead friction to the ICD can. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.